Event description:
It was reported that the user experienced high glucose readings and the cause was unclear, with limited details available due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user¿s household and analysis of information provided by a third party. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.